Event description:
It was reported that during a laparoscopic cystectomy procedure, the surgeon was trying to staple the post lateral pedicles of the bladder on the right using the articulation. He closed the stapler with the grey handle and when he tried to fire there was just a clunking noise from the handle, which didn't sound right. As he couldn't fire it, he tried to release it with the button. But it then wouldn't release and was stuck. He eventually was able to release it. And we used a new device. He was sure that there were no metal clips in the way and they had cleared the path and it was only pedicle tissue that it was crossing. The procedure was delayed for 10 min but there was no harm to the pt as a result. The subsequent stapling was fine. The circulating nurse had unfortunately forgot to keep the stapler as is and had washed it with soap and water. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Yoke teeth. Eval summary: the analysis results found that a atw45 device was rec'd in good visual condition and with a reload loaded in the device. The reload was rec'd fully loaded with staples and with no damage to the spring cartridge lockout. The clamping was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the require specs; in addition, a sample of the batch is inspected at (B) (4). The returned reload was loaded into a test device and if fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the mfg process.